Event description:
The customer reported the system was not working. The fse noted the system had no power. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.